Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator had gone into backup mode due to event queue overflow. Programming changes were successfully completed. There were no patient consequences.